Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tubing. Customer primed the tubing to address the issue. The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A manual injection was delivered to address bg. Additionally, an incomplete bolus alert occurred. Tandem technical support educated the customer on incomplete bolus alerts. Customer continued to use pump for insulin delivery.